Manufacturer narrative:
(B)(4). Information was not provided by contact. Additional information: who fired the device, the surgeon or someone else? The surgeon fired the device. Was the sales rep. Present as the incident occurred? Yes. Was the user trained? The user was trained/inserviced. How often has this person used the device? He used it once before with good results. If not the first firing, were there any problems reloading the device? The nurse had no problems reloading the device and I was also observing her during reloading. After the closure trigger was advanced, did the surgeon reposition the tissue? The surgeon did reposition at some point, however, difficult to say during which firing. Did the surgeon inadvertently grasp the firing trigger prior to firing the instrument? Not that we are aware of. Was the closure trigger latched prior to firing the device? No. Was the surgeon able to confirm that the intended tissue was in the closed jaws of the instrument prior to firing? Yes. Was the tissue evenly distributed within the jaws of the instrument? Yes. What was the patient¿s pre-op diagnosis? Prolapse. What is the current status of the patient? The patient was discharged 4 days after surgery, 2 days later than planned. The anastomosis seem to be ok. The analysis results showed that the device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. In addition 6 cartridges were received. The reloads (b, d, e and f) were received fully fired. The reload (c) was received fully loaded, and the reload (g) was received sterile. The device was tested for functionality with the return reloads (c and g) and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during an external rectum resection procedure, the first reload/firing was ok, the second cut but did not staple, the third was ok and the fourth again did cut but not staple. The second and the fourth firing were resolved with sutures. After the fourth reload the surgeon did not want to continue with transtar. Surgery was prolonged one hour. The hospital stay was prolonged 2 days. The use of antibiotics was prolonged by a week